Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately seven months post xience v stenting procedure in the mid right coronary artery, the patient died on (B)(6) 2009. Death information was confirmed through the social security records search. The cause of death is currently unknown. There was no additional information provided.